Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker's battery went from eight years to four years remaining past twelve months. Additional information from the field representative was obtained which indicated that the patient appeared to have premature battery depletion (pbd). As of the moment, the device remains in service. No adverse patient effects were reported.